Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death, though it was stated the patient was more than likely connected to the cycler based on the reported time of death. The cause of the patient¿s death cannot be determined as there was no reported root cause; however, it was reported by a medical professional there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s). It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported to fresenius this (B)(6) male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2022 due to unknown causes. The patient was found unresponsive by a family member and cardiopulmonary resuscitation (CPR) was performed. Emergency medical services arrived at the patient¿s home as they took over CPR efforts. After multiple rounds of CPR, the patient was pronounced deceased. It was unknown if the patient was connected to the cycler at the time of death; however, it was assumed the patient was connected as the event occurred at 10:30 pm local time when the patient would typically undergo a pd treatment. The patient was not transported to the hospital but taken directly to the funeral home. Though the patient¿s cause of death was not reported to the outpatient clinic, there was no indication this patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
A patient contact reported to fresenius this 79-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2022 due to unknown causes. The patient was found unresponsive by a family member and cardiopulmonary resuscitation (CPR) was performed. Emergency medical services arrived at the patient¿s home as they took over CPR efforts. After multiple rounds of CPR, the patient was pronounced deceased. It was unknown if the patient was connected to the cycler at the time of death; however, it was assumed the patient was connected as the event occurred at 10:30 pm local time when the patient would typically undergo a pd treatment. The patient was not transported to the hospital but taken directly to the funeral home. Though the patient¿s cause of death was not reported to the outpatient clinic, there was no indication this patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported to fresenius this 79-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired at home on (B)(6) 2022 due to unknown causes. The patient was found unresponsive by a family member and cardiopulmonary resuscitation (CPR) was performed. Emergency medical services arrived at the patient¿s home as they took over CPR efforts. After multiple rounds of CPR, the patient was pronounced deceased. It was unknown if the patient was connected to the cycler at the time of death; however, it was assumed the patient was connected as the event occurred at 10:30 pm local time when the patient would typically undergo a pd treatment. The patient was not transported to the hospital but taken directly to the funeral home. Though the patient¿s cause of death was not reported to the outpatient clinic, there was no indication this patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).